Manufacturer narrative:
Two 12 volt sla battery clips with lot #s 34450070108 & 34432810108 were returned to the manufacturer for evaluation. Evaluation of the returned battery clips confirmed the disconnection of the battery clip threaded connector from the battery clip housing. Upon examination of each of the battery clip housing, the threaded connector was loose and the presence of loctite adhesive on the threads could not be confirmed. The report of a loose battery clip threaded connector is currently being addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall (2916596101409-001r) has been issued. No further information is available. The manufacturer is now closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the threaded connector of the patient's battery clip was loose and spinning freely. The hospital provided the patient with another set of battery clips with no further issue.